Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 248 (mg/dl). While in the emergency room the customer was treated with intravenous insulin and fluids. The customer was released approximately 3 hours later with a bg level of 157 (mg/dl) in stable condition.